Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump received with low battery alarms and insulin pump error 25 alarms due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had a recurring low battery alert. Blood glucose level at the time of the incident was not provided. Customer stated some of the alerts were not showing in the pump history. The customer agreed to return the product for analysis.